Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photograph for the device related to the reported event of deflation was reviewed on nov 01, 2020. Visual analysis of the photographs identified: fluids and creases. Reason for reoperation: deflation.

Event description:
Gt hold 11 12 healthcare professional reported "right-side deflation¿. Device has been explanted.